Event description:
The remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e053 (timeout failure), e055 (queue full), and e065 (stuck encoder), and had dust/dirt contamination. The device was scrapped due to the customer's request.